Event description:
It was reported the patient failed to charge the device as recommended. Reportedly, the patient stopped using the scs system several months ago. In turn the patient¿s ipg failed to establish communication with external devices. The ipg was deemed inoperable. The patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy resumed post procedure.